Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary loss of dexcom g7 glucose readings to the pump for approximately 30 minutes, after which connection was reestablished through troubleshooting and education provided by support. Symptoms included transient hyperglycemia associated with a larger-than-usual meal. Outcomes included no injury, no hospitalization, and restoration of sensor data transmission. Investigation included on-call troubleshooting steps to restore the cgm-to-ilet communication and user education on signal loss recovery. Investigation of this case revealed a cgm communication interruption to the ilet with successful reconnection, consistent with transient signal loss without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user and environment-related cgm signal interruption that resolved with standard troubleshooting.